Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had too much traction on it. All lead measurements were within normal limits. The physician elected to surgically intervene to obtain better fixation. No adverse patient effects were reported. The lead remains implanted and in service.